Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient met with a manufacturer's representative (rep) to help adjust the settings when they first got the device. The caller stated that the rep zeroed in on where the patient needed the stimulation. The caller stated that it had been quite a while since it has been adjusted. The patient stated that the change is related to positional movement. The patient stated that the only time that their therapy is effective is when they lay on the right side in one certain position. The caller stated that if they are sitting or walking around or in any other position they cannot feel the stimulation. The caller stated that the pain is bothering them bad. The patient was forwarded to their healthcare provider (hcp) to contact a rep. No further complications were reported or anticipated.